Event description:
It was reported that after completing the surgery the scrub technician tried to remove the shim from the tibial articular surface provisional and it cracked. All the pieces are returned and no harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device found that the device was fractured cleanly into three pieces with the central post detaching from the device and the remaining portion being fractured centrally along the intracondylar portion of the device. The device was manufactured in may of 2014 and had an approximate field life of two (two) years and six (6) months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to design of the device. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.